Event description:
It was reported that the implant at tooth site # (unknown) lost integration and was removed. Implant at site #19, upon opening implant from container, implant was not attached to coping and implant fell through the hole at the bottom of the container onto the ground. Clinician indicated that the procedure was completed with another placement/driver and implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . Last name unknown / not provide. PMA/510k: k011028, k013227.

Manufacturer narrative:
Zimvie did not receive one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1258918. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258918 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disassembled / separated. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were packaging is not designed for aseptic presentation and clinician mishandles product. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.